Event description:
The baxter service technician discovered the problem of under delivery on channels a and b. The customer stated that there have been no patient incidents involved with this device since the last baxter service event.